Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available is used to capture surgical intervention.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address an implant fracture.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 02/21/2017, 03/03/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported a fracture through the intercalary body fusion construct. There was no new information that would affect the existing MDR investigation. The complaint was updated on: 03/15/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Examination of patient x-rays and photographs confirmed the reported device fracture. Review of the device history records did not reveal any manufacturing deviations or anomalies. A complaint database search finds no additional reports against the provided product and lot combination. A complaint database search against product code 198719055 found additional reports of device fracture. A previous investigation of fractured le intrcl str d tail assm 55mm was conducted and resulted in the initiation of (B)(4) to investigate a trend of fractured lps lower extremity dovetail intercalary components. The investigation could not draw any conclusions regarding the root cause of the current report without the device to examine. A health hazard evaluation was previously conducted and resulted in a voluntary recall in july of 2013 for all lots of the lps lower extremity dovetail intercalary component. The current reported product/lot combination was included in the voluntary recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.